Event description:
The customer reported that the mts dispenser did not asiprate or dispense correctly. If there is an incorrect or no dispense event that goes undetected, erroneous results could be reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event did not generate enough information to determine a root cause. No analysis was possible, and root cause was unable to be determined.